Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient received inappropriate shock due to oversensing of the patient's sinus tachycardia rate. The subcutaneous implantable cardioverter defibrillator (s-ICD) double counted the trigeminal beats, leading to being detected at around 210 bpm. The field representative further noted that the patient started having seizures shortly after device implant, which was believe to be due to the anesthesia medicine given during surgery. No additional adverse patient effects were reported. The s-ICD remains in service and no further seizure activities have been reported.